Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a posterior cruciate ligament reconstruction, the screw broke while implanting. Broken pieces were removed and the procedure was completed with a backup device with no significant delay or patient injury reported.

Manufacturer narrative:
The reported 8x30mm biosure ha screw intended for use in treatment, has been returned for evaluation. Visual assessment of the screw confirmed the reported breakage. Approximately 9mm of the distal threads of the screw have broken off and were not returned for examination. The break is angular in nature. Dimensional assessment of the screw major diameter and wall thickness was performed and found to meet print specifications. An exact root cause cannot be determined with confidence, however, factors that could have contributed to the reported event include: not using a tap in hard bone applications. Choosing the improper size screw. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. This investigation could not identify any evidence of product contribution to the reported complaint.